Event description:
Reporter indicated that a vns patient was "found dead in his car in the driveway of apparent natural causes". The treating physician indicated that it was unknown if the event was related to the vns device. No further information has been provided.